Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash with skin discoloration under the therapy pads of the lifevest equipment. Patient reports allergies to metals. There was no alleged device malfunction contributing to the irritation. The patient's physician advised discontinuation of the lifevest. It is unclear if the physician had patient remove the lifevest due to patient's echocardiogram or the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.